Event description:
The MFR received info alleging a ventilator shut down while in use. There was no harm or injury reported. No further details were provided. The MFR is currently investigating this issue and will file a f/u report when the investigating is complete.